Event description:
On february 26, 2007, the customer reported to bsc that during a hemostasis procedure (pt gender & age unk), the resolution clip "fell apart after [being] pushed out of protective sheath". The "pieces were left inside the pt" to pass via peristalsis. The procedure was completed with this device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record revealed no anomalies associated with this incident. A lot history search was performed and found one other unrelated complaint had been reported for a different failure mode (premature deployment in sheath). In addition, the february 2007 15-month complaint trend report was reviewed; an unfavorable trend was noted. No data points exceed the bsc trigger action limit. Two consecutive months of increasing number of complaints is identified as an unfavorable trend. Complaints for this product family were reported in december 2006, some complaints were reported in january 2007, and some complaints were reported in february 2007. Due to the low number of increased complaints, the low magnitude of the number complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time.